Event description:
It was reported that there was a catheter revision on (B)(6) 2013. The patient started losing effect of therapy beginning in (B)(6) 2013. Even with ¿escalating doses¿, the patient continued to have increased spasticity in both upper and lower extremities. During the revision, when the catheter was disconnected from pump, there was a spontaneous, sluggish flow of csf from the catheter. It was noted that the patient was restarted at an infusion rate of 600mcg/day, after the catheter replacement. The pump device was used to deliver gablofen. It was later reported that there was another catheter revision. Following the catheter revision on (B)(6) 2013, the infusion rate was increased from 600mcg/day to 1262mcg/day, and over the next several days, but the patient showed symptoms of withdrawal and increased spasticity generalized, over the entire body. As a result of the event, the patient was hospitalized and underwent surgical intervention to again revise the catheter on (B)(6) 2013. The proximal segment of catheter remained implanted, and just the distal segment of the catheter was explanted as a new spinal segment of catheter was spliced onto the existing proximal segment at the spine site. A dye study performed on (B)(6) 2013 had revealed extravasation of dye at the cervical-thoracic juncture. Again after the revision on (B)(6) 2013, the patient was restarted on an infusion rate of 600mcg/day. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter; product ID 8596sc, serial #(B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter; product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, partially explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.